Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack inside the battery compartment. The customer stated that the damage is due to wear and tear when changing the battery. Blood glucose value was 248 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.